Event description:
Related manufacture reference number: 2017865-2023-04425. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, cardiac perforation on the right ventricle was observed while the device was being delivered with the catheter. The leadless pacemaker was not implanted and the procedure was abandoned. The patient was in stable condition.